Event description:
It was reported that the left monitor on the 9600 system was black prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was reinstalled and the ethernet connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.